Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it was reported that the ¿firing knob of the device was broke down during firing.¿ this is not clear. Does this mean that the device locked out and would not fire? No. Does this mean that the device started to staple and cut, but then jammed? Yes. Does this mean that the firing knob broke off of the device? Yes. If the firing knob broke off, did any pieces fall into the patient? No.

Event description:
It was reported that during a low anterior resection procedure, firing knob of the device was broke down during firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.